Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument got stuck and could no longer be operated. It had to be removed with the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: at the start of the surgery, the cannula was positioned the correct distance and depth, the mcs was inserted, the control lights were blue and there were no error messages. The surgeon made a slight movement of the mcs from the surgeon side console (ssc), and the mcs wrist spontaneously went to a right angle to the instrument shaft. There was still no warning or alarm. The arm continued to move, including cutting movement; however, the mcs wrist remained at a right angle. The control of cannula position was still okay. The mcs instrument was fully inserted into the shaft and it was no longer possible to straighten the instrument. The site attempted to open the instrument with the instrument release kit (irk), but finally had to be removed with the cannula under vision. The extracorporeal joint was manually stretched with slight pressure to remove the instrument from the cannula. The cannula was reinserted with a new instrument to continue surgery with further issues. The orange insulation of the mcs was torn. This probably happened when the surgical team tried to remove the instrument with the cannula. There were no loose components on the instrument. The procedure was successfully completed with a back up mcs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the instrument log of the mcs instrument (part # 420179-23/ lot # k11220221-284) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a partial nephrectomy procedure. The alleged event occurred on the 4th use of the instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken tube extension at the distal end. No pieces were missing. Any potential fragments would have been retained by the use of a tip cover. The root cause of broken instrument tube extension is typically attributed to mishandling.